Manufacturer narrative:
(B)(4).

Event description:
Procedure type: hysterectomy. According to the rptr: the customer reports that during the intervention (vaginal hysterectomy), using this device and a sulu for post-perineum, as they inserted the device came off and stayed stuck inside the tissue with no possibility of removing it. The thread had to be cut off to pursue the intervention. They used a brand new device to end the intervention.